Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a couple of falls and when she fell she fell on the ins. It was noted that the patient went to the hospital for one of her falls. The patient attempted to recharge the ins but the reposition antenna screen appeared. The patient used the patient programmer to check the ins status but the programmer showed poor communication. The patient initially thought she was not able to turn the ins on because the programmer batteries were depleted but she still saw poor communication on the programmer even after replacing the batteries. The patient stated she would call her health care professional. No symptoms were reported. The patient's first fall was on (B)(6) 2016. The patient's second fall where she went to the hospital was on (B)(6) 2016. The patient noticed the recharger and patient programmer not communicating with the ins on (B)(6) 2016. Additional information has been requested regarding troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.